Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, dilation and curettage, laparoscopy, bilateral salpingo-oophorectomy, and lap gastric banding due to symptomatic polycystic ovarian syndrome with hirsutism, postmenopausal bleeding and stress urinary incontinence.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2007 by dr. (B)(6) due to bladder outlet obstruction. It was reported that patient underwent transurethral injection of coaptite on (B)(6) 2013 by dr. (B)(6) due to incontinence.